Manufacturer narrative:
As stated this event was discovered during a returned loaner device inspection. Upon further evaluation, it was confirmed that the auto shut down was failing due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the evaluation of a returned loaner olympus high flow insufflation unit, it was discovered that the unit's auto shut down function had failed. This event did not have any patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (the unit auto shut down function failed) occurred due to failure of the printed circuit board. The printed circuit board malfunctioned within less than a year since the previous repair but its cause could not be identified. Olympus will continue to monitor field performance for this device.